Event description:
Emergency pacemaker reprogram sessions x2. Onset of debilitating rapid rate increase with chest pain and shortness of breath brought on by minimal upper body activity, relieved by rest and inactivity. Mv set to 0 - good result. 9 years later, recurrence of symptoms. Accelerometer set to 0 - good result. Note: no recurrence to date.